Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was achieved using a starclose se device with a 6f sheath after a left common iliac stenting procedure. Hemostasis was achieved with the starclose se clip. Reportedly,post procedure, the patient symptoms did not improve. An angiogram revealed the starclose se clip had captured the back wall of the artery. Blood flow to the left leg was reduced. The starclose se clip was surgically removed and a vascular patch was used to close the artery. Blood flow was restored to the left leg. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.